Event description:
It was reported the patient presented to the operation room for unknown reasons. Upon inspection, it was observed the right ventricular lead had perforated with a pericardial effusion. A pericardial window was completed to address the effusion. The lead was explanted and replaced without issue. The patient was stable.